Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level mentioned. Technical support provided a complete pump reset process and assisted the caller in performing the reset. After the reset, the cgm error did not reoccur, and the caller successfully started their sensor session.